Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: underweight and opening on radius. A visual and microscopic analysis was performed which identified: crease sharp opening and broken, opening sharp, stress marks, wear abrasion crease fold and observed 40 mm dark patch edge material inside gel device. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is an opening crease sharp on posterior due to fold flaw opening, a sharp broken on anterior and radius due to a surgical impact opening and a sharp opening on anterior, due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.